Manufacturer narrative:
No (B)(6) product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Manufacturer narrative:
Although the multiple attempts were requested for the device to be returned for evaluation, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. A medsun medwatch mandatory and voluntary report with uf/importer report # (B)(4) was received on 16-apr-2025, which stated: ¿during administration of chemotherapy primary tubing malfunction at cassette. Cassette was depressed making primary line unusable resulting in incomplete dosing and wasted product. Upon nurse opening the cassette door, pressurized chemotherapy projectiled from depressed cassette almost landing on nurse.¿ there was no report of any human harm.